Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained high glucose readings for more than 90 minutes while using the ilet system and was unable to self-administer additional insulin, despite the device delivering insulin per system reports; the user noted the infusion site felt normal with no visible leakage, confirmed no air in the cartridge, no bent cannula, and an intact lunar connector needle, and subsequently replaced the inset 23-inch infusion set tubing. Symptoms included hyperglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included review of device data by customer support and guided troubleshooting steps. Investigation of this case revealed that the cause of hyperglycemia remained unclear after replacement of the infusion set tubing and verification of component integrity, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.